Event description:
It was reported the thunderbeat's tissue pad almost peeled off. The event occurred during a therapeutic laparoscopy. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
E1/establishment name: (B)(6). Added here due to character limitation in respective field. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated: b5, d4, d8, d9, h2, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, it is insufficient to identify/determine the root cause of the problem. It is most likely that that the reportable issue occurred due to the following factors: during the seal and cut output, nothing was held between the grasping section and the probe tip (including after the tissue was cut), causing the tissue pad to wear out. Abnormal heat generated by wear on the grasping section and probe tip caused part of the tissue pad to peel off. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.